Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-05343. It was reported the pt was no longer receiving adequate coverage. It was also reported the pt experienced rib, buttock, and foot stimulation while being reprogrammed. X-rays were taken and revealed lead migration. The pt's leads were explanted and replaced with a single lead. The replacement lead resolved the pt's issue. The explanted leads were discarded by the surgical facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.